Event description:
As reported by the edwards field clinical specialist, following deployment of the 23mm sapien valve, severe paravalvular leak was noted. A second 23mm sapien valve was deployed in order to mitigate the aortic insufficiency. Per additional information received, the pre-deployment position of the first valve was 40:60 ventricular. The final valve position was 50:50 however there was severe pvl. The native valve/leaflet calcification was described as moderate; aortic root calcification was mild; there was no mitral annular calcification or ventricular septal hypertrophy. Coaxial alignment of the delivery system and the valve and the image intensifier angle were described as good. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. This patient¿s ejection fraction was 40%.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium, or can also occur due to improper positioning of the prosthetic valve. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, the exact cause for the paravalvular leak cannot be determined. The available information indicates the sapien valve was deployed as recommended. The annular calcification was reported as moderate; however, it is possible that there was an area of bulky calcification that resulted in or contributed to the severe pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two reports being submitted for this case, please reference related regulatory report no. 2015691-2013-21044.